Event description:
A journal article was received which contained information regarding this device. After device implantation, during defibrillation testing, the device did not terminate the induced ventricular fibrillation (vf). The vf was successfully terminated with external shocks. An azygous vein lead was placed which would allow a lower defibrillation threshold. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "implantation of an azygous vein coil to facilitate defibrillation." (B)(4).